Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise, oversensing and high impedance on the right ventricular (rv) lead. It was also reported that a rv lead fracture was suspected. The rv lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.